Event description:
During ercp, while in the bile duct, the spyscope ds ii video image was lost. Routine troubleshooting would not resolve the issue. A new "like" device was then opened and utilized to complete the procedure. FDA safety report ID# (B)(4).